Manufacturer narrative:
This report is being supplemented to provide a correction, additional information and results of the legal manufacturer's final investigation. Please see correction to b3 and d4 serial number, and updates to b5, d8, d9, h3, h6, and h11. The device was returned to olympus for inspection, and the customer reported event could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reportable event could not be established. The event can be detected/prevented by following the instructions for use which state: instructions. Ultrasonic gastrovideoscope. Olympus gf type ue160-al5. Chapter 5 reprocessing: general policy. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.

Event description:
The customer specified that 10% buffered formalin was filled in the alcohol jars of the automatic repressor instead of alcohol due to the bottles looking alike.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasonic gastrovideoscope was reprocessed incorrectly. The user accidently put formalin in the reprocessing machine instead of alcohol. The issue occurred during reprocessing and the scope was used in the next procedure. There were no reports of patient harm.

Manufacturer narrative:
New information added: h4. Olympus will continue to monitor field performance for this device.